Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the common hepatic artery (cha) using a px slim delivery microcatheter (px slim). During the procedure, while inserting the px slim into another manufacturer's catheter, the physician gradually experienced resistance and was then unable to insert the px slim. Therefore, the px slim was removed and the procedure was completed using another manufacturer's microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: there was no visible damage to the px slim. Conclusions: evaluation of the returned device revealed that the px slim was functional. A 0.025 inch stainless steel mandrel was introduced through the hub of the px slim and advanced distally out the distal tip without an issue. Therefore, the px slim was functional, and the root cause of this complaint could not be determined. The non-penumbra catheter mentioned in the complaint was not returned to penumbra for evaluation. Px slims are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.